Event description:
The suspect device showed variation in test results when compared to the lab. The following test results were provided: inratio=4.1, 4.5, lab=5.6, 3.3, respectively. Upon further investigation, it was determined that the medical staff had not been trained. Training has been scheduled, further follow up to be performed.